Event description:
The patient reportedly experienced intermittency and eventually lost lock between the external equipment and the cochlear implant. External equipment was exchanged and programming adjustments were made. Integrity testing was attempted and was inconclusive. The patient's device was explanted.